Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A friend or family member of the patient reported that the patient is in homecare hospice due to pneumonia complications from parkinson's. The patient's indication for implant is parkinsonian tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.